Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Issue occurred with an old pump and customer continued to use new pump without issue.